Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, serial/lot : unknown, ubd: , UDI: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was unable to take a bolus because a message appeared that said "try again." Patient also stated that the screen was getting stuck at 90%. The agent assisted the patient with deleting data. After that, the agent instructed the patient to connect to their pump, and the patient was able to connect without lag. The patient also successfully delivered a bolus. The patient will call back if further assistance is needed.